Event description:
Reportedly, when the device was powered on a connect electrodes message was displayed and an analysis of pt ECG could not be initiated. An als crew arrived on scene and diagnosed the pt with an asystolic rhythm. The pt was not resuscitated.